Event description:
It was reported the customer was experiencing high blood glucose. The customer reported a high blood glucose between 450 mg/dl to 500 mg/dl. Customer stated they would consult with a doctor. The customer was also unsure if their high blood glucose was due to them being sick. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.